Event description:
Predilated with a 3.0 cross sail at 8 atms for 8 seconds. Stent would not cross-predilated lesion, when physician went to remove the stent, the stent moved distal and then came off of the balloon catheter. The physician eventually retrieved the stent with an ensnare.